Event description:
Pt status post zero-p implantation for degenerative disc and herniated disc on an unk date was discovered to have a screw (going into the caudal vertebral body at c4) broken on an unk date and the pt did not fuse. Pt was returned to the operating room on (B)(6) 2012, hardware was removed and the pt revised anteriorly with allograft bone strut, vectra plate, and posteriorly pt was implanted with synapse. Surgeon noted competitor's hardware was removed at adjacent level. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.